Event description:
It was reported that a balloon rupture occurred. During a procedure, a 15mm x 3.50mm nc quantum apex balloon catheter ruptured at 14 atmospheres. There were no patient complications and the patient's condition is stable. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).